Event description:
Boston scientific received information that during implant procedure, this attempted implantable cardioverter defibrillator (ICD) and chronic right ventricular (rv) lead exhibited high shocking lead impedance measurements greater than 125 ohms. There were still out of range shocking impedance measurements after the connections were checked. The chronic lead exhibited normal shocking impedance measurements with the previous device. Additional information was unable to be obtained. This device was never in service and was explanted. The chronic rv lead remains implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.